Manufacturer narrative:
Case states customer is "about (B)(6) years old." Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the mobile system compared to lab results and professional meter results within 10 minutes: 415 mg/dl (mobile meter) and 57 mg/dl (lab), 80 mg (professional meter). The result of 80 mg/dl was obtained from the patient's palm and not the finger. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.